Manufacturer narrative:
The customer¿s report of leak at the connection site was not confirmed. No anomalies were observed on the set during visual inspection. Functional and pressure testing was performed; no leaks or anomalies were observed with the returned set. The root cause of the leak at connection was not identified

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the connection to the 3 way stopcock during patient use. After connecting an extension set from the primary tubing to the 3 way stopcock, the leaking was found to stop and the customer was able to continue using the tubing with the extension set in place. There was no report of patient harm.